Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on carefusion blue screen. A field service engineer (fse) arrived on site, found the station stuck on the blue carefusion screen, unplugged the battery, shut down the machine, powered it back on, and reconnected the battery once the system fully restarted. A hardware test application update was performed followed by a reboot. The customer tested the station, and it returned to normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was stuck on the carefusion blue screen. The customer had restarted the device several times, but it still failed. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.